Event description:
Legal counsel for patient reported that patient underwent total hip left arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative notes reports the patient underwent a right hip revision (B)(6) 2011 due to osteolytic loosening. During the revision procedure, the presence of pseudocyst, fluid leakage, and a loose femoral component were noted. The head, stem and cup were removed and replaced. Subsequently, on (B)(6) 2011, operative notes report the patient was revised on the right side due to instability. Revision notes report that the cup was malpositioned and stem was loose. The femoral stem, head, and liner were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of pain and elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. It was originally reported by patient legal counsel that this event involved the left hip. Op notes report two revisions occurring for the right hip. There is no evidence at this time that the patient is bilateral. It appears that the left hip was referenced in error; however, should additional information become available that a second hip is involved, an additional report will be filed. Under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants.¿ this report is number 3 of 5 mdrs filed for the same event (reference 1825034-2013-03502 / -03504 and -05737 / -05738).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03502 / 03504).